Event description:
A consumer reported her distance vision was not clear and she cannot read words on television following bilateral intraocular lens (iol) implant surgeries. The consumer reported she was disappointed that she still has to wear prescription glasses following her surgeries. In a follow up, the surgeon reported he did not feel the lenses caused or contributed to the event. He reported the patient has mild residual myopia following her lens implants. The surgeon reported the event resolved with eyeglasses and that the patient excellent vision for activities of daily living. An unapproved viscoelastic was used during the surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, an unapproved viscoelastic was used. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/06/2011 and 04/07/2011 by phone, fax, and mail. A completed questionnaire was received on 04/12/2011. (B)(4).